Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was thought to be broken. Noise oversensing was observed, which resulted in inappropriate therapy; therapy was not exhausted. Additionally, pace impedance measurements were greater than 2500 ohms and there was a loss of capture. This lead was ultimately abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.